Event description:
During a pulse field ablation (pfa) procedure, a farawave nav catheter was opened for use. Upon removal from the catheter package, a white powder-like residue was observed adhered to the catheter handle. The catheter was replaced and the procedure was successfully completed with another of same device. No patient complications occurred.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.